Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Upon removal of the sensor pod, the wire remained left inside the patient's abdomen. Patient was able to have the wire removed with a pair of tweezers. No additional patient or event information is available.